Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck in the lesion. The 99% stenosed and complete total occlusion target lesion was located in the severely tortuous first diagonal (1st dx) artery. The lesion length was approximately 15mm and the vessel diameter was approximately 2mm. After imaging was performed with the atlantis sr pro2 imaging catheter, the device became stuck in the lesion upon withdrawal. The imaging catheter and the non-bsc guide wire were removed together. An unspecified stent was implanted. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck in the lesion. The 99% stenosed and complete total occlusion target lesion was located in the severely tortuous first diagonal (1st dx) artery. The lesion length was approximately 15mm and the vessel diameter was approximately 2mm. After imaging was performed with the atlantis sr pro2 imaging catheter, the device became stuck in the lesion upon withdrawal. The imaging catheter and the non-bsc guide wire were removed together. An unspecified stent was implanted. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical/procedural factors. (B)(4).